Event description:
Patient was undergoing embolization procedure for aneurysm in the hypogastric artery using penumbra ruby coils. Penumbra pxslim microcatheter was used for delivery. The rby4c1650 had been delivered into the patient once, removed, re-sheathed and placed on the back table. When redeployed into the pxslim the hypotube was kinked badly by the physician, and subsequently broke, causing the coil to detach in the microcatheter. The broken pusher was removed from the pxslim and disposed of. The pxslim was removed from the patient and the detached coil was flushed out on the back table. The physician did not attribute this to a product malfunction, but rather admitted to breaking the hypotube while using.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.